Event description:
The sales rep reported that the catheter was hooked up to a shunt. The lumbar catheter broke and migrated into the region of the subdural intrathecal cistern. The surgeon opted to leave the unspecified piece of catheter in the space but is concerned about the long term affects of the catheter.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a segment of a catheter, approximately 9" long, with suture attached to one of the ends, was returned for evaluation. During the visual examination of the device, it was found that the catheter surfaces were wavy and irregular, which might suggest that the breakage may have occurred as a result of the device coming in contact with the edge of a sharp instrument with further propagation. The complete cause(s) of the breakage however could not be fully determined. A review of the device history records could not be conducted as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.